Event description:
Patient to CT for imaging of chest, abdomen and pelvis with IV contrast. When the contrast was injected, it failed to work properly. The "arm" button on the injector screen in the control room was not activating the injector to administer the contrast. 3 syringes were loaded and purged without success. The injector system was shut down and restarted, the issue was not resolved. The patient was taken off the table. Iss contacted; the injector was repaired; multiple errors were cleared. Returned to service. The patient was returned for testing when repairs were completed. No acute findings.